Event description:
It was reported that the device (ring) was explanted after an implant duration of 8.33 months for unknown reasons. A valve (B)(4) was implanted as a replacement. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.device unavailable for return.